Manufacturer narrative:
Please note, that the device associated with this complaint was expected to be returned. However, additional information received from the penumbra sales representative, indicated that the device was disposed of. And is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed. And did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system aspiration catheter 6 (cat6) and a non-penumbra sheath. During the procedure, the physician completed one pass using the cat6. Afterwards, the physician noticed that the approximately three centimeters of the distal end was ovalized. Therefore, the cat6 was removed. It was also reported that the physician experienced resistance while advancing the cat6. The procedure was completed using a new cat6, an indigo system separator 6 (sep6), and the same sheath. There was no report of an adverse effect to the patient.